Manufacturer narrative:
The field service engineer (fse) replaced the user interface (ui) printed circuit board assembly (pcba) and switch pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not turn off. It was reported there was no patient involvement at the time the issue was discovered. It was discovered that the unit would not turn off. A replacement of the motor controller (mc) printed circuit board assembly (pcba) had recently been completed for a separate issue. The field service engineer (fse) attempted a shutdown with the power button but was unsuccessful. The fse then disconnected the alternating current (ac) and battery to power down. The fse connected back the battery, and the device powered back up without using the power button and then powered down on its own after approximately 3 seconds. It was then determined a replacement of the user interface (ui) assembly was required. This investigation is ongoing.